Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician removed the wire from the adapter and the occlusion balloon started to deflate. The physician reinserted the wire into the adapter and inflated again and removed the wire again from the adapter and the occlusion balloon deflated. The device was removed and replaced with another to complete the case.